Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to force sensor flex not properly plugged in to the printed circuit board. Unit received with minor scratches on case, cracked case corner of the belt clip rails near the battery compartment and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump received a critical pump error alarm. The customer's blood glucose was unknown. It was reported that the display screen showed an open book icon. It was advised that insulin pump would need to be replaced. The pump will be returned for analysis.